Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assemblies. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to moisture. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.